Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code (ua) 08 (motor controller fault detected) error message upon powering on was confirmed during functional testing and archive data review. The possible root cause for the (ua) 08 was due to a defective drive train due to wear and tear. The autopulse platform was manufactured in 2017 and is 5 years old. Visual inspection of the platform was performed, and no physical damage was observed. During archive data review, fault code 8 (motor controller fault detected) error messages were observed, thus confirming the customer complaint. Unrelated to the reported complaint, user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 02 (compression tracking error) error messages were also observed. During functional testing, the autopulse platform displayed (ua) 08 upon powering on, thus confirming the reported complaint. The drive train will be replaced to remedy the issue. Unrelated to the reported complaint, the load cell characterization test was failed and indicated that load cell module 1 was defective (over reporting), causing an abnormal reading. The load cell module 1 will replaced to address the (ua) 07 and (ua) 02 observed in the archive. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4)) displayed fault code (ua) 08 (motor controller fault detected) error message upon powering on. No patient involvement.